Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula appears to have a hole near the distal tip. Due to the damage sustained by the cannula, cause of high blood glucose levels could not be determined.

Event description:
After investigation it was found the exposed portion of the soft cannula appears to have a hole near the distal tip. The patient's blood glucose levels reached 407 mg/dl while wearing the pod between 1 and 4 hours (leg). As treatment a new pod was applied after the event.